Event description:
Reporter stated that one home care patient has experienced two incidents in which tubing leaked from an unknown location. Further investigation revealed that the home care patient was receiving deferol infusion at 2cc/hour over 8 hours. Since the infusion is given over night, the leakage was noted during therapy when patient awakened with wet pajamas. It was confirmed that there has not been any adverse patient injury or medical intervention as a result of this event.